Manufacturer narrative:
An RMA has been issued to the customer requesting to have the endoscope returned; however, isi has not yet received the 8mm 30 degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the provided images was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: the retaining ring that secures the attached endoscope adapter (aea) is missing which resulted in unintuitive symptom due to a dislodged aea. A review of the device logs for the 8mm 30 degree endoscope (part# 470027-64 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the 8mm 30 degree endoscope was last used on (B)(6) 2021 via system serial# (B)(4). There were 1954 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported because a missing attached endoscope adapter (aea) retaining ring or screws could result in poor camera control, resulting in unintuitive motion and subsequent tissue damage. While the device was not used on the patient and therefore there was no patient injury, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the rotation axis broke and the endoscope rotated without the control of the surgeon. The faulty endoscope was replaced with a spare endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D03: intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The endoscope had a missing camera adapter retaining ring or screws.